Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital for surgery, and was experiencing a high blood glucose of 578 mg/dl, as well as excessive thirst. Troubleshooting was performed, and no damage to the drive support cap was noted. The time and date were programmed incorrectly. Assisted with the correct programming. The caller did not know if the basal rates were programmed correctly. Advised to speak with the customer's hcp. Found only low battery and low reservoir alarms in the alarm history. The caller did not have a tubing clamp or hemostat for the high pressure test. Advised the caller to have the customer call back to complete the troubleshooting. Nothing further was reported.